Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing on the stomach, the reload and stapler would not fire, the surgeon was able to press the green button and the handle could not be squeezed. A new reload and handle was opened to complete the case. There was no patient injury.